Event description:
The pt's attorney has alleged a deficiency against the device. Add'l info has been requested but not yet rec'd.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgical implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associates with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced exposed mesh, blood loss, loss of support, mesh bunched/folded area, cystocele (prolapse), vaginal cuff prolapse, and required nonsurgical and additional surgical intervention.